Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. The investigation is inconclusive for the alleged pe post implant, filter tilt and perforation of the ivc as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 08/2019).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to dvt in right lower extremity and gastrointestinal bleeding. At some time post filter deployment, it was alleged that filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient reportedly experienced pulmonary embolism post filter implant; however, the current status of the patient is unknown.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient due to deep vein thrombosis in right lower extremity and gastrointestinal bleeding. At some time post filter deployment, it was alleged that the filter tilted and perforated. The device has not been removed and there were no reported attempts made to retrieve the filter. The patient was diagnosed with pulmonary embolism post implant; however, the current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record (DHR) review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately seven months later computed tomography revealed that superior extent of filter was at l2-l3 disc space. Inferior extent superior l4 vertebral body. A total of six prongs had perforated inferior vena cava and maximum distance prong perforated was 1.26 mm on image 74. Coronal images showed 3.27-degree tilt of filter left-to-right on image 55. Sagittal images showed 0.38-degree tilt posterior-to-anterior on image 44. Therefore, the investigation is confirmed for perforation of the inferior vena cava (ivc) and unconfirmed for filter tilt. The investigation is inconclusive for the pe post implant. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.